Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that three shelf pack label of bd precision glide¿ needle were difference with what actual products were in the package.

Manufacturer narrative:
Investigation summary: no sample was received. No photo was provided. The complaint can be confirmed based on information provided by the customer. The labels have the incorrect catalog number on the linear barcode. Probable root cause was incorrect top web was used during the production of this lot 8331535. A CAPA (corrective action preventive action) has been initiated to investigate this issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. There was no documentation of issues for the complaint of batch # 8331535 during this production run.

Event description:
It was reported that three shelf pack label of bd precision glide¿ needle were difference with what actual products were in the package.